Event description:
Account alleged that this bed had an unintentional movement of the knee down function.

Manufacturer narrative:
Account reseated the cable that plugs into the logic board to resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.